Event description:
Tech stated ppm would arm but not alarm. Bed exit not working.

Manufacturer narrative:
The bed exit sensors were bad, not working, and the ppm board was bad too. Replaced the three sensors and the board. Bed exit working fine now.